Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the photo received with this report because the product said to be involved was not provided to cook for evaluation. The photo provided shows the label of the outer box which includes the lot and product numbers. No additional photos were provided of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to: "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use state under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy, the physician used a 6 shooter saeed multi-band ligator. It was reported that the product had a defective cylinder [barrel] because in the transition from the epiglottis to the esophagus, the barrel was lost along with all the bands which came loose. The cylinder [barrel] and bands were initially in the patient's body but were removed with an "intervention to withdrawal the cylinder and bands." Ultimately, a section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the photo provided shows the label of the outer box which includes the lot and product numbers. No additional photos were provided of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the additional information received indicated that the device was being used with an olympus gif-h170 endoscope. Research of the endoscope found that the distal end of an olympus gif-h170 scope is 9.2 mm which is smaller than the minimum recommended endoscope diameter of the device. The mbl-6-f device is recommended for use with fujinon endoscopes with a distal end diameter of 9.5 - 13 mm. As indicated on the product label. Use of this device with an incompatible endoscope is the most likely cause of the reported issue. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an olympus gif-h170 endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a 6 shooter saeed multi-band ligator. It was reported that the product had a defective cylinder [barrel] because in the transition from the epiglottis to the esophagus, the barrel was lost along with all the bands which came loose. Additional information received on 26-january-2021 states that an olympus gif-h170 endoscope was used during the esophageal ligation procedure. The cylinder [barrel] and bands were initially in the patient's body but were removed with an "intervention to withdrawal the cylinder and bands." Ultimately, a section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.